Event description:
It was reported that this inflatable penile prosthesis was removed as it stopped cycling due to a leak in the right cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it stopped cycling due to leak in the right cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.